Manufacturer narrative:
This report is submitted on june 20, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on an unknown date because the device had extruded.